Event description:
The manufacturer received information alleging sinus infections,nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sinus infections, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated and evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Manufacturer observed dust/dirt around the air inlet, on the blower box, on the iso port, blower seal on blower box. Grey film contaminant found on the top enclosure, front panel, rear panel, and bottom enclosure. After investigation of the humidifier found the flip lid latch broken, the dry box seal and flip lid seal have a yellow discoloration and dust/dirt contaminant found on the heater plate. The internal aspect of the device was inspected. The device booted successfully and provided airflow using a known good dc power supply and ac cord. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no sound abatement foam degradation and breakdown but the presence of a dust/dirt contaminant around the air inlet, on the blower box, and on the iso port. Pil found a grey contaminant on the top enclosure, front panel, rear panel, and bottom enclosure were observed.